Manufacturer narrative:
(B)(4). Device similar to device approved under p140016. Summary of investigational findings: the investigation of this complaint is based on the description of event and imaging review. The distal seal zone expanded from 29mmx32mm to 40mmx42mm by 36 months due to endoleak. The existence of this endoleak is likely related to the sizing of the endograft. The diameter size of the endograft matched the diameter size of the seal zone rather than being oversized as specified in IFU. There is no evidence to suggest a device failure or that the device was not manufactured according to spec. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: on (B)(6) 2012, a proximal component (ztlp-pt-34-209-ci; lot # e2837157) and a distal component (ztlp-d-32-160-ci; lot #e2837541) were implanted without difficulty. No additional procedures were performed. On the completion angiogram, evaluation noted that the device was patent with no kinks. A distal type I endoleak was noted. Follow-up CT¿s: 1 mo: (B)(6) 2013: evaluation: aneurysm diameter 70 mm, device patent and intact with no kinks or endoleaks. 6 mo: (B)(6) 2013: evaluation: aneurysm diameter 62 mm, device patent and intact with no migration, kinks, or endoleaks. 12 mo: (B)(6) 2013: evaluation: aneurysm diameter 57 mm, device patent and intact with no migration, kinks, or endoleaks. 2 years: (B)(6) 2014: evaluation: aneurysm diameter 63 mm, device patent and intact with no migration, kinks, or endoleaks. 3 years: (B)(6) 2015: site: aneurysm diameter : na, device patent and intact with no migration or kinks. A distal type I endoleak and a type iia endoleak were noted. Patient outcome: the patient was discharged from the hospital 8 days after the index procedure. The follow-up imaging and clinical assessments have been done per the protocol through 3 years.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: reinvesigation is based on description of event and imaging review. Per imaging review, no migration was observed at four years. The increasing distance between the distal endograft and adjacent arteries was a function of distal aortic lengthening and not migration. The thoracic aneurysm sac enlarged between three and four years. Although the aneurysm expanded beyond the distal seal zone and contrast extended partially over the distal sealing stent, no endoleak into the fluid density sac was observed. The aneurysm, which slowly expanded even beyond the confines of the aorta, was forming a water density multi-cystic pseudoaneurysm. The appearance was similar to growing aneurysm sacs under endotension. The additional information does not change the previous conclusion of this pr. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
(B)(4). Reinvestigation is still in progress.

Event description:
Description of event according to initial reporter: this (B)(6) old female patient in the thoracic low profile clinical study was noted by the site to have a distal type I endoleak on the three year follow-up CT (1105 days pp). New information received 19may2017: three year follow-up: (B)(6) 2015 (1105 days post-procedure). Analysis: aneurysm diameter 69 mm. Devices patent and intact with no migration or kinks. A distal type I endoleak was noted. Four year follow-up: (B)(6) 2016 (1477 days post-procedure). Analysis: aneurysm diameter 74 mm. Devices patent and intact with no kinks. Migration of the device and an endoleak of unknown type were noted. Analysis noted: ¿while the type of endoleak cannot be confirmed with certainty based on the location of the contrast within the aneurysm sac, it is noted that the distal seal is lost, with the aorta larger than the device at the distal aspect of the device. This is presumed to be a type I distal anastomotic leak.¿ patient outcome: new information received 19may2017. The treating physician is aware of the enlarging aneurysm ¿ the family has opted not to treat. The patient remains in the study.